Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor (icm) exhibited t wave oversensing which triggered inappropriate atrial fibrillation. No intervention was performed. The patient was stable and would continue to be monitored.

Manufacturer narrative:
The reported event of oversensing was unable to be confirmed. The session records were reviewed by abbott engineering, and no episode of oversensing was observed.